Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced bloatedness and "having issues to breathe" during an unknown process step. The patient was connected to the homechoice device at the time of the event. The patient was in the hospital for an unspecified condition. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.